Event description:
It was reported that during routine foley catheter change, water from the balloon was removed but only 1ml came out. The user continued trying to remove the catheter but was unable to do so and felt lot of resistance. The patient was asked to change the position to the chair but still unable to remove the catheter. The user re-inflated the balloon with 10mls of water and asked the patient to move position again and tried to remove water, but nothing came out. The leg bag was reattached, and the representative advised to cut the balloon valve off and check with the water drained then. The valve of the balloon was cut but still there was no water. The user tried to pull the catheter out again, but resistance still felt. The patient was reviewed later the same day with 2 nurses to view the bladder scan and catheter removal. Advised patient to upstairs and to recline on bed where a little urine in the leg bag was observed. Settled and removed all but one pillow with consent. Hips raised a little as patient had a very large abdomen and the position raised the abdomen sufficiently for a bladder scan. Bladder scan initially showed 220ml. The catheter was manipulated but unable to be removed. However, urine started to drain into leg bag. Second scan - 112ml in bladder. Urine clear and straw colored which was not concentrated. There was no discomfort to the patient and changed pull-ups. The patient required re-catheterization as current catheter had balloon channel cut open and also required surgical intervention to remove catheter. As per follow up via ibc on (B)(6) 2022, the urology team were unable to remove the catheter using various techniques and the patient had cystoscopy and surgical removal performed under sedation. The patient recovered well with minimal pain, no sign of infection and improving hematuria.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported issue. The instructions for use were found adequate and states the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction; need for accurate urine output measurements; use for selected surgical procedures; to assist in healing of open sacral or perineal wounds; patient requires prolonged immobilization; to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion; insert urinary catheters using aseptic technique and sterile equipment; use the smallest foley catheter possible, consistent with good drainage; document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record". The device was not returned.